Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) and service history record (shr) indicate that this device was installed on 03 march 2025. There were no other service reports available. A review of the rezum hazard analysis was completed and confirmed that the event of device displays 465 water pressure self-test error was defined in the risk management documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The console was fully functional until the reported event date of issue, 04 november 2025. Based on the information available, a conclusion code of cause not established was assigned to this investigation, as the cause that contributed to the reported event cannot be determined.

Event description:
It was reported that during procedure, the device prompted an error code 465 (water pressure self-test error). The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that during procedure, the device prompted an error code 465 (water pressure self-test error). The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.